Manufacturer narrative:
Please note that the following sections were updated on this follow-up #02 MFR report. 1. Section b. Box 1: adverse event and/or product problem. 2. Section b. Box 2: outcomes attributed to adverse event; date of death. 3. Section h. Box 1: type of reportable event. 4. Section h. Box 6: patient code 2. This report is associated with MFR report number: 1.3005168196-2019-01444. H3 other text: placeholder.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #1 3005168196-2019-01443 MFR report: 1. Section b. Box 5. Describe event or problem results: the returned jet7 was found kinked approximately 5.0cm from the hub. The device was stretched from approximately 104.5 ¿ 106.5cm from the hub and fractured at approximately 106.5cm. The distal fractured portion was still inside the returned neuron max. Conclusions: evaluation of the returned jet7 confirmed a stretched and fractured device. It was reported that resistance was experienced while advancing and retracting the jet7. If the jet7 is forcefully retracted against resistance, it may begin to stretch and eventually fracture. The distal portion of the jet7 was stuck inside the neuron max, at the kinked location. The neuron max kink likely contributed to the resistance experienced during the procedure while advancing and retracting the jet7. Evaluation of the returned neuron max confirmed a kink. During functional testing, a demonstration mandrel was unable to pass through the kink due to the remaining distal portion of the jet7 being stuck inside the lumen of the neuron max. Cause of the initial resistance and the kinked neuron max was unable to be determined. A kinked device will likely result in additional resistance when advancing or retracting devices through it. Evaluation of the returned psr3d revealed a kink on the proximal end. This damage was likely incidental to the reported complaint and may have occurred post-procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-01444. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max), velocity delivery microcatheter (velocity), and penumbra system 3d revascularization device (psr3d). It was reported that the patient had tortuous anatomy. During the procedure, the physician experienced resistance while advancing the jet7 and velocity through the neuron max. After completing two passes, it was reported that resistance was experienced while advancing and retracting the jet7 and subsequently the jet7 fractured. The neuron max containing the broken jet7 was removed from the patient. Upon removal of the neuron max, a kink was observed. The procedure was concluded at this point. It was reported that the patient then later expired; however, the cause of death is unknown.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01444.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 reperfusion catheter (jet7) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician reported that the patient had tortuous anatomy. The physician experienced resistance while advancing the jet7 and velocity through the neuron max. After completing two passes, it was reported that resistance was experienced while advancing and retracting the jet7 and subsequently the jet7 fractured within the patient's vessel. The neuron max containing the broken jet7 was removed and the tip of the jet7 was left in the m1 artery. Upon removal of the neuron max, a kink was observed. The procedure was concluded at this point. It was reported that the patient passed away; however, the cause of death is unknown at this time. Furthermore, the relationship between the fractured jet7 tip and death is unknown.